Manufacturer narrative:
The used/damaged y-knot flex all-suture anchor driver is expected to be returned for evaluation. However, as of this filing, the device has not been returned from the user facility. A supplemental and final report will be filed upon the completion of the product evaluation and complaint investigation.

Event description:
The user facility reported that during surgery the tip of the inserter on the y1301 suture anchor fractured while the surgeon was inserting the anchor into the burr hole. This alleged device malfunction caused a minimal delay and an alternative y-knot device was used to complete the surgery. There were no consequences to the patient or user. This report is raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
The reported y knot was returned to conmed for evaluation. Visual inspection of the used device verified the shaft was bent and the tip was broken. The fragment that broke off the tip was not returned. This fracture was most likely the result of excessive force being placed on the shaft which caused it to bend and in turn break the tip. The manufacturing documents were reviewed and no abnormalities that would cause or contribute to this malfunction were noted. All units in this lot met specification before shipment. A two-year review of complaint history a total of 7 similar reports. In this same timeframe, (B)(4) units have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4). The instructions for use advise the user to not apply excessive force on the instrument in order to avoid damage or breakage during use. This incident type will continue to be monitored through the complaint system to assure patient safety.